Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt's niece notified zoll that the pt passed away wearing the lifevest. The pt reportedly passed out when the lifevest began alarming and shocking the pt. No further info is available.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and belt sn (B)(4) have not been returned and the data has not been downloaded. The last available data is through (B)(6) 2014 at 03:24:20. Review of the available data does not indicate any device malfunction. Device MFR date: monitor: 01/2010; electrode belt: 03/2011.